Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed. A review of the share log was performed and signal loss was not found within the investigation window. The allegation was undetermined. The probable cause cannot be determined as the allegation not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as "no information."

Event description:
It was reported that signal loss over one hour occurred. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the allegation and the probable cause cannot be determined. No injury or medical intervention was reported.